Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. The lot # 3000330169 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4) the hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm). When they pulled the delivery system out of the loading device, the seal had fallen off. The surgery was completed using a new hs# from a different lot. There are almost no delays in surgery. The patient had no health problems.

Manufacturer narrative:
(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.